Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however analysis did find that the upper and lower cases were broken, the ring cover was contaminated, two side bail covers were broken, the battery release and lead flex cover were contaminated, the ring was bent and the liquid crystal display (lcd) was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device has a problem of being "over-sensitive." No patient involvement or complications were reported as a result of this event.